Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer. It was clarified that the patient had cerebral palsy [not ga1 deficiency].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was noted that the patient either had cerebral palsy or ga1 deficiency, which lent to a small, child-like stature. It was reported that skin erosion over the catheter access port (cap) occurred. The patient experienced blanching, erythema, and associated ecchymosis over the cap. It was unknown if the cause of the erosion was determined; the patient¿s pressure points were regularly checked. The pump and catheter were explanted as the pump pocket became infected. When asked if the issue had been resolved, the hcp responded ¿yes?¿. No further complications were reported.